Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to corroded battery tube. Unable to verify battery power loss alarm due to blank display. Insulin pump was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Event description:
Information received by medtronic stated that the insert battery alarm recurred 3 times. Customer stated that battery cap was intact and there was crack on the battery compartment. Insulin pump was exposed to moisture. No harm was required during medical intervention. The insulin pump will be returned for analysis.